Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t heir recharger wouldn't charge their ins. It suddenly couldn't find the device and was taking twice as long to charge ins. Patient reported they typically do not let it go below 80%. After adjusting the patient reported they were receiving poor quality screen (screen 76). Patient reported that one time their stimulation turned off and they didn¿t know how that happened, but they were able to turn it back on. During troubleshooting the patient was getting poor charge quality for the most part and then all of a sudden it said excellent. Patient reported it didn't operate like this before. It was reported that the patient started to feel a return of symptoms. Patient was sent a recharger and later called saying they expected a controller instead. A controller was sent to the patient. No further complications reported/anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97755, serial# (B)(4), product type: recharger. Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there were no mitigating circumstances. The patient reported that the programmer¿s message was to call the manufacturer. The patient reported that the charging issues weren¿t resolved with the new controller and recharger. There were no unusual circumstances. The patient reported that the first time her programmer didn¿t work for no apparent reason, she was sent a new recharger instead of a programmer. The patient reported that after not using it for 48 hours, it still told her that she was 100% charged. The patient knew she wasn¿t because the terrible headaches are returning. The patient reported that there were no unusual circumstances with her. The patient reported that the ¿aberation¿ (illegible) in both the programmers sent have been spontaneous and not provoked by her. No further complications were reported.